Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 14mg/dl. The customer indicated that they passed out while driving and someone was able to help them stop the car. Customer treated with dextrose. Troubleshooting found that the cannula was bent. The customer also indicated that they would like the pump replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The button trace history file was overwritten. Unable to determine if an unexpected bolus was manually programmed. The pump was monitored for several days and no unexpected bolus or basal rate deliveries were noted. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, a scratched case, a scratched keypad overlay and minor scratches on the lcd window.